Event description:
The customer tested with blood on the contour next. The meter automatically marked some of the readings as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.